Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. (B)(4). No phone number provided. Philips field service engineer (fse) confirmed the touchscreen failure. Fse replaced the v60 touch screen user interface printed circuit board assembly to resolve this issue.

Event description:
Customer reports touchscreen failure. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 07jun2019, date of report : 18jun2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. During testing of the touchscreen, it was determined that the touchscreen resistance (ul_lr and ur_ll) was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.